Event description:
A report was received that the patient's ipg would no longer hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg was replaced. The patient was doing well postoperatively. No device malfunction suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg would no longer hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.